Event description:
Procedure: lap gastric bypass. Reportedly, the surgeon was performing jejenostomy, and surgeon felt instrument fired well. Original procedure was 2003. Pt was brought back to o.r the following day and surgeon drained 1600cc of bile from pts stomach. Posterior only had only one row of staples leaving a hole. Surgeon hand sewed with suture. Update: pt no longer in ICU.